Event description:
Complainant alleged that while treating a male pt, the electrode pads did not detect an ECG signal after fifteen mins of use. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.